Event description:
Information received regarding the explanted device notes that during a routine follow-up, interrogation revealed that the device was at end of life (eol). The device could not be programmed out of eol. Therefore, the patient was admitted to the hospital and the device was replaced. Prior to explant, the device was programmed to a pacing rate of 50 ppm which returned the longevity to >50 months. The patient was pacemaker dependent.